Event description:
A customer reported, the unit kept shutting off and turning on before a cataract procedure. There was no pt involvement. The case was completed with an alternate unit. There was no harm to the pt.

Manufacturer narrative:
The sys was examined and the power supply was replaced. The sys was then tested and met all product specifications. A review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the sys. The sys was manufactured on june 14, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming power supply. However, how the power supply became nonconforming could not be conclusively determined. (B)(4).